Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had received failed battery alarm. The customer¿s blood glucose level was 81 mg/dl. Customer stated they tried to uncharged internal battery but now they received battery failed alarm they tried several batteries but same alert occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan and replacement is ordered due to crack. The insulin pump will not be returned for analysis.